Manufacturer narrative:
Pump was functional. Cuff performed within specifications. Balloon performed within specifications.

Event description:
On 11/25/87 an aus device was implanted. Info received on 3/4/97 indicates pt is experiencing stress incontinence. Add'l info received 4/11/97 indicates the entire device was removed from the pt and replaced on 4/4/97.